Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, this patient was implanted with three gore tag thoracic endoprostheses (tgt3420/7713726, tgt3710/7262498, tgt3715/7527451) to repair a ruptured dissected thoracic aneurysm. The preoperative aneurysm diameter measured 46 mm. On (B)(6) 2010, follow-up images showed no endoleak. The aneurysm diameter measured 51 mm. On (B)(6) 2011, graft infection was identified. The cause of the infection is unknown. The aneurysm diameter measured 55 mm. The graft infection was treated with antibiotic medication. On (B)(6) 2012, the resolution of the infection was confirmed. The aneurysm diameter measured 49 mm. On (B)(6) 2013, the aneurysm diameter measured 46 mm. On (B)(6) 2014, the aneurysm diameter measured 46 mm.

Manufacturer narrative:
The review of the sterilization paperwork verified that this lot met all pre-release specifications